Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had display anomaly. Customer's blood glucose level was unknown. The customer reported that the screen would turn white with diagonal line when pressing middle button. Customer was advised to revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected missing segments/partial display noted during testing. The device was received with scratched case.